Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) triggered end of life (eol) and was in storage mode. At this time, it is unknown when eol was triggered and if it was triggered by monitoring voltage. Boston scientific technical services (ts) was contacted regarding this issue and indicated that if eol was triggered by monitoring voltage there would be no therapy available in storage mode. A competitor's field representative indicated that the device was being replaced with a competitor's product and was unsure if the device would be returned for analysis. No adverse patient effects were reported.

Event description:
Subsequently, the device was explanted and returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
Our records indicate this device remains implanted. If additional information is received, this report will be updated.